Event description:
It was reported that error 1270 was experienced.

Manufacturer narrative:
B5: additional information received and attached by ICU medical on 04-mar-2022. There was no patient involvement with any of the pumps. The issues happened during testing. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a scratched screen. The customer stated problem was duplicated. The device was powered up and alarmed ec1270 which is a corruption of the ram of the circuit board. Replaced the faulty circuit board. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.